Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. High internal battery impedance puts a device at risk for system resets to occur due to temporary high-power consumption related to telemetry attempts. If three (3) system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation, as was observed in this device. Although physical testing cannot confirm or refute muscle stimulation, safety mode reverts to pacing parameters which may not be optimized to prevent inadvertent stimulation.

Event description:
It was reported that the patient implanted with this device presented for a follow-up, after not being seen for two years. The patient reported having fainting spells and feeling simulation at the diaphragm. Interrogation showed the device was in safety mode, with pacing set to vvi at 72 bpm, and an output of 5v @ 1ms. Five days later the patient presented to the emergency room after having multiple syncopal episodes. Interrogation again showed the device was in safety mode. The physician planned to explant and replace the device the following day. The device was explanted 12 days later and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this device presented for a follow-up, after not being seen for two years. The patient reported having fainting spells and feeling simulation at the diaphragm. Interrogation showed the device was in safety mode, with pacing set to vvi at 72 bpm, and an output of 5v @ 1ms. Five days later the patient presented to the emergency room after having multiple syncopal episodes. Interrogation again showed the device was in safety mode. The physician planned to explant and replace the device the following day. The device was explanted 12 days later and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.